Event description:
Customer reportedly received the following results on the mobile system: 16.9 mmol/l, 19.0 mmol/l, 12.5 mmol/l, and 9.1 mmol/l. Customer reportedly received the following results on the compact plus system: 9.8 mmol/l, 9.0 mmol/l, and 9.1 mmol/l. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded the system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20732245, expiration date 08/31/2013). Reference medwatch report with (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.